Manufacturer narrative:
The insulin pump display worked properly. No missing segments, partial display, cloudy or black screen was noted during testing. All of the buttons functioned properly and no keypad anomaly was noted. No moisture damage was noted inside of the insulin pump. No anomaly was noted on the display board. All operating currents were within specification and no unexpected low battery, off no power alarm or battery icon anomaly was noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The pt's blood glucose level was at 79 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plant. No further info was provided.